Manufacturer narrative:
(B)(4). Expected to be passed via normal peristalsis. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device MFR dates are unk. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corp that a hydratome rx sphincterotome was used during a stone removal procedure performed on (B)(6), 2009. According to the complainant, after the tome had been passed down the olympus v-scope and before connecting to the electrosurgical generator, a little bit of the paint came off of the tome. During cannulation of the sphincter, more and more paint came off. The device had to be removed. There were no concerns with leaving the fragments and the physician is confident that the fragments will pass naturally via peristaltic action. The procedure was completed with another hydratome rx sphincterotome. The pt's condition at the conclusion of the procedure was reported to be stable.